Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. Only one patient sample was involved in the event. The sample initially resulted as 0.034 uiu/ml accompanied by a data flag. The sample was repeated, resulting as 1.54 uiu/ml and this value was reported outside of the laboratory. The sample was repeated a second time, resulting as 1.54 uiu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tsh reagent lot number was 17901000, with an expiration date of 05/31/2017. The field service engineer determined that the sample transfer tubing was worn and the sample/reagent probe was out of alignment with the sample rack. He replaced the transfer tubing and primed. He aligned the probe. He ran a photomultiplier tube high voltage adjustment and deleted calibrations. He verified alignments and ran successful performance testing. The customer ran controls and patient samples; results were within specifications and there were no alarms. A specific root cause could not be determine based on the provided information. A pre-analytic sample handling issue could not be ruled out as a possible root cause. There was no indication of a hardware or software problem based on control recovery and alarm trace data.